Event description:
It was reported occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. There was no adverse impact to the customer¿s blood glucose level. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.